Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic takedown of colovesical fistula, sigmoid colon resection, repair of bladder, possible ostomy and flexible sigmoidoscopy, while using the device the surgeon noticed it appeared that there was a loose part inside the jaw of the device, the surgeon pulled the device out and a new device was obtained. There was no patient injury.